Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged difficulty breathing, filter on the side of the machine turns completely black. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. External examination observed fine, white powder in and around the air inlet area. Pil located what appears to be a dried liquid around the modem area. Pil retrieved the error log which contained 0 errors. Pil used the fitt (foam integrity test tool) took per fitt document (ER 2244873 v1) to test the sound abatement foam for degradation and breakdown. Pil found no evidence of sound abatement foam degradation. Pil performed an internal investigation and located a grey contaminant on the top enclosure, front panel, and bottom enclosure. A fine, white powder was found on the pca, blower cap seal and in the blower box chimney. A fine, white powder was found on the blower box, blower, blower blades, iso port, and rear panel iso port seal. Water ingress was located at the bottom of the blower and in the bottom of the blower box. A dark contaminant that appears consistent with potential keratin observed in ER 2243857 (v1) was found at the blower seal of the blower box and in the bottom of the blower box.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.